Manufacturer narrative:
Initially it was assessed that this was a hemostatic valve separation. The biosense webster, inc. (Bwi) product analysis lab received the device for evaluation and it was observed that the device was returned in the condition reported as the hemostatic valve was found dislodged inside the hub. The hemostatic valve issue remains assessed as MDR reportable. The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. Before the case started, there was resistance on the vizigo¿ sheath and the dilator was pushed through after putting some force on it. The resistance was encountered while trying to put the dilator in. The dilator was not able to move through the sheath. The sheath was blocked after the white hemostatic valve was pushed forward. There was physical damage observed on the sheath/dilator. There was no occlusion, and the irrigation was fine before the dilator was inserted. The vizigo¿ sheath was replaced and the issue was resolved, and the case continued. There was no patient consequence. According to pictures provided by customer, hemostatic valve appears dislodged in the hub. The customer complaint was confirmed based on the picture received. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted a visual inspection and a microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001729 number, and no internal actions related to the reported complaint condition were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the condition observed, an internal corrective action has been opened to investigate this issue. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause traced to user (d11) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation. Investigation findings: appropriate term/code not available (c22)/ investigation conclusions cause not established (d15) were selected as related to the photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. Before the case started, there was resistance on the vizigo¿ sheath and the dilator was pushed through after putting some force on it. The resistance was encountered while trying to put the dilator in. The dilator was not able to move through the sheath. The sheath was blocked after the white hemostatic valve was pushed forward. There was physical damage observed on the sheath/dilator. There was no occlusion and the irrigation was fine before the dilator was inserted. The vizigo¿ sheath was replaced and the issue was resolved and the case continued. There was no patient consequence.